Event description:
The customer reports: floor nurse discovered the distal lumen (pink) had become unattached from the PICC. Floor nurse called the vascular access nurse. A hemostat had been put on the PICC to prevent bleeding. Because the PICC was no longer necessary, it was replaced with a midline. Not sure if patient movement caused lumen to fall off or pressure.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen catheter for evaluation. The catheter contained obvious signs of use in the form of biological material. The catheter body appeared to be intentionally truncated. Visual examination of the catheter revealed the proximal luer hub was separated from the lumen. The points of separation were smooth and uniform. The total length of the catheter body measured to be 17.13" which indicates at least 5.62" were trimmed and not returned per product drawing. The outer diameter of the proximal extension line measured 0.094" which is within specifications of 0.093-0.097" per product drawing. The inner diameter of the extension line measured 0.055" which is within specifications of 0.055-0.059" per product drawing. This indicates that the wall thickness measured as expected. A manual tug test confirmed the distal extension line was fully secured within the luer hub. A device history record review was performed with no relevant findings. The customer report of luer hub/extension line separation was confirmed by complaint investigation of the returned sample. The catheter passed all relevant dimensional testing and a device history record review was performed with no relevant findings. A CAPA was previously initiated to investigate a rising trend of extension line separations. The root cause was determined to be manufacturing-assembly related. Corrective actions were completed in august 2019, which is after this extension line was manufactured in november 2018. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: floor nurse discovered the distal lumen (pink) had become unattached from the PICC. Floor nurse called the vascular access nurse. A hemostat had been put on the PICC to prevent bleeding. Because the PICC was no longer necessary, it was replaced with a midline. Not sure if patient movement caused lumen to fall off or pressure.